Event description:
It was reported that a malfunction occurred with the customer's device, displaying malf 12, and a fault ID of 0x2071 was available. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer understood and acknowledged.